Event description:
It was reported that during an unknown surgery the tip of the device was bent easily so the surgeon could not use it well. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.